Event description:
Complainant alleged that the medics were attempting to monitor a pt (age unknown) who had suffered a trauma, but they were unable to switch the device to manual mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.